Manufacturer narrative:
An event regarding an assembly issue between an rsa reamer driver and rsa reamer was reported. The event was not confirmed. Method & results: device evaluation and results: examination with material analysis team indicated the locking tabs were not deformed. A functional test confirmed that the device was functionally acceptable as the reamer snapped onto the reamer driver when attached. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there has been one similar previously reported event. Conclusions: the exact cause of the event could not be determined because the event could not be recreated during a functional inspection. There is no indication that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
During procedure #32 reamer did not attach to handle properly. We then had to use the #36 reamer.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During procedure #32 reamer did not attach to handle properly. We then had to use the #36 reamer.